Event description:
It was reported that during a right renal artery stenting treatment procedure, stent damage was noted. As the stent was being loaded into the guide catheter, it was noted that a strut was sticking out of the stent. This device was not used. Another stent was opened and the procedure was successfully completed. It was reported that there were no injuries or complications for the patient. Patient status is reported as "okay."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.